Event description:
Paramedic was practicing working with the ventilator in a manikin. The manikin was intubated with a 7.0 et tube, the et [endo-tracheal] tube cuff suddenly popped inside the manikin. No obvious explanation was noted inside the manikin's airway (i.e. No foreign objects or similar) were noted upon inspection either pre or post tube placement. Et tube was inflated with the proper amount of air in the cuff and was brand new out of the package. Et tube was used appropriately.